Manufacturer narrative:
(B)(4).

Event description:
It was reported that a full device system explant was done due a skin erosion of the neurostimulator site. The pt had done well since the explant and will be scheduled for reimplantation in (B)(6) 2011.